Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the device was applied on over indicated tissue. Functionally, the loading unit was loaded into a representative instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. This issue may occur if there was an application over tissue that is beyond the recommended thickness range. Also, if there was an application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left lower lobectomy, the reload was able to fire, however the reload and anvil bounced off and staples could not be formed. Another reload was used to complete the case. There was no patient injury. The device was returned without accompanying information.